Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral tavr procedure within a pre-existing 29mm mosaic heart valve, the team deployed a 23mm sapien 3 ultra resilia (s3ur) valve within the failed surgical valve. They then used a 22mm true balloon to try and fracture the surgical valve. They were only able to reach about 5-6 atms of pressure with the balloon on inflation and after 3 attempted inflations severe central aortic insufficiency was observed. The surgical valve frame did not fracture. Another 23mm s3ur valve was prepped and deployed within the first s3ur valve, resolving the regurgitation. Post echo revealed a final gradient of 14mmhg. The patient left the room in stable condition. Of note, there was central regurgitation noted prior to the multiple bav inflations. The team suspects the leaflets may have potentially become damaged by the bav balloon but this was never able to be confirmed.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve central regurgitation was confirmed empirically based on report by field clinical specialist (fcs). A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a transfemoral tavr procedure within a pre-existing 29mm mosaic heart valve, the team deployed a 23mm sapien 3 ultra resilia (s3ur) valve within the failed surgical valve. They then used a 22mm true balloon to try and fracture the surgical valve. They were only able to reach about 5-6 atms of pressure with the balloon on inflation and after 3 attempted inflations severe central aortic insufficiency was observed. The surgical valve frame did not fracture. Another 23mm s3ur valve was prepped and deployed within the first s3ur valve, resolving the regurgitation.'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, three post-dilation attempts were made using a non-ew balloon (22mm tru balloon) to fracture the pre-existing surgical valve, and as noted, severe central regurgitation was observed after post-dilation. In this case, it was likely that valve was over expanded, leading to the suboptimal valve leaflets coaptation, resulting in central regurgitation. Per the training manual, same balloon was recommended for the post-dilation, and central regurgitation was the risk for post-dilation. As such, available information suggests that procedural factors (post-dilation with a non-edwards device) may have contributed to the complaint event.